Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed driveline damage that would have contributed to the reported driveline fault alarms and pump stops reported. The pump was returned assembled with the driveline cut approximately 6 inches from the pump housing and the distal portion was returned measuring approximately 33 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was returned attached to its respective pump port. A driveline repair was present approximately 19 inches from the pump housing. The repair was disassembled and no problems were found. No damage to the outer silicone jacket or the bionate was observed. Electrical continuity testing revealed no continuity on the red and orange wires of the distal portion of the driveline. The observed wire damage to the orange and yellow wires appeared to be the result of abrasion against the metal shielding due to repetitive flexing at this location. Further visual inspection under magnification of the insulation breach on the orange wire, approximately 10.5 inches from the pump housing, revealed the internal conductors were visibly fractured. Mechanical damage to the red, black and green wires was identified approximately 13.5 inches from the pump housing, with insulation breaches identified on the black and red wires at this location. Further visual inspection under magnification of the red wire revealed elongation of the insulation, which indicated that the internal conductors were not intact. The observed damage to the red, black and green wires at this location appeared to be consistent with mechanical damage due to crushing or pinching. A fracture in the red and orange wires, which redundantly support phase 3, would have been detected by the pocket controller when comparing wire currents, resulting in the reported driveline faults alarms. Additionally, intermittent discontinuity of this phase during device operation could have contributed to the reported pump stop events. Furthermore, if exposed conductors from any of the damaged wires made simultaneous contact with the metal shielding or each other, the resulting electrical short to shield could have resulted in the reported pump stop events. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of driveline fault alarm is covered under medwatch MFR report #2916596-2017-01701.

Event description:
It was reported that the pump exchange occurred on (B)(6) 2017 due to driveline fault alarms and pump stoppages that caused a concern for the thrombus.

Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a pump exchange on (B)(6) 2017 due to a possible thrombus. No additional information was provided.